Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) spoke with the customer, who confirmed that nursing staff were not experiencing any issues with the biometric identifiers and that only a couple of issues were encountered individually. The customer requested to proceed with closing the ticket and indicated that it would be reopened if the issue worsened.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the fingerprint scanner was difficult to use and required up to 15 attempts to scan successfully. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.